Event description:
Follow up information identified the patient's ipg was replaced with a new one and the patient is receiving effective stimulation.

Event description:
It was reported, the patient was no longer receiving stimulation and was unable to communicate with external devices. The patient last charged his ipg over 8 months ago. An sjm representative met with the patient and confirmed the issue. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in multiple field advisories. Recall: 1627487-05242011-002-r, 1627487-07262012-002-r & 1627487-12192011-003-r. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).